Event description:
Allegedly, pain cup neck stayed a dual mobility liner was used w/our 28mm head (right hip). Elevated ion levels and metallosis were reported in provided notes. The cup was not revised but captured as a complaint due to mom allegations. Other items not revised: profemur raz stem pyrd0008 lot 036284376, profemur modular neck pha01252 lot 046335281.